Event description:
The customer reported that a resolution clip was dislodged from the gastroscope during cleaning, however, no clips had been used on that patient. A clip was last used in a procedure approximately 18 days earlier. The scope had been reprocessed and used on three patients since that procedure. It was cleaned and reprocessed after each use. A 2.8-5.0 pull thru cleaning brush is also used for scopes at the facility. The scope also continued to pass the leak test. There was no harm or user injury reported due to the event. This report is for the first use of the device following the procedure where the clip was likely lodged in the scope. The second use is being reported on the medwatch with patient identifier (B)(6). The third use is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
The device was returned where it was found that the biopsy channel had no leak, no blockage, and no damage. The lens epoxy was worn, the cap had dents and scratches and the bending rubber adhesive was detached. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was shipped according to specifications. Based on the results of the legal manufacturer's investigation, the cleaning process information could not be obtained from the facility, and it is likely the reported issue was caused by the following: -the jaw of the clip was open when the user retrieved the clip, the clip got stuck in the biopsy channel (including the k-mount unit), and the clip was not discharged. -the user used non-olympus cleaning brush of which diameter did not match the channel diameter of the subject device. Therefore, the clip was difficult to discharge. -according to the device inspection results, the suction volume inspection found no abnormality and the biopsy channel presumably had no failure. Therefore, the clip being stuck was not due to a failure of the channel. Deterioration or breakage of the cleaning brush made the clip difficult to discharge. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warnings, which may help to prevent the issue: ¿avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids." "If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope, and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus.¿ ¿inspection of the endoscopic system: inspection of the instrument channel: 1 insert the endo-therapy accessory through the biopsy valve. Confirm that the endo-therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2 confirm that the endo-therapy accessory can be withdrawn smoothly from the biopsy valve.¿ the type of the concerned clip could not be identified. The instruction manual of olympus clip (hx series etc.) Says that clip could be stuck inside biopsy channel if the user suctioned it with scope. The manual also says about measures for the aspirated clip. ¿preparation, inspection and operation clipping tissue: when aspirating body fluid via the endoscope, be careful not to aspirate a clip or clip connector which has been dropped inside the body cavity, as this could clog up the suction channel or cause the clip/clip connector to be stuck in the suction valve and disable the endoscope¿s suction function. If a clip or clip connector is accidentally aspirated into the endoscope, follow the procedure given in ¿removal of an aspirated clip or clip connector¿.¿ olympus will continue to monitor the field performance of this device.